Manufacturer narrative:
Date rec¿d by MFR : 29may2019, date of report : 24jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer perform touchscreen diagnostics and touchscreen calibration. The customer reported their facility biomed inspected the unit and could not duplicate the issue. There were no errors in the device error log. The device was cleared for use and placed back in service. The device was not being used for treatment when the reported event occurred, and it is unknown if there is a relationship of the device to the reported problem. No parts were returned to failure investigation submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's settings could not be selected. There was no patient involvement.